Manufacturer narrative:
Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Choroidal effusion¿an abnormal accumulation of fluid in the suprachoroidal space¿is a common complication of glaucoma surgery. However, this may arise from other intraocular surgeries and a number of conditions, including inflammatory and infectious diseases, trauma, neoplasms, drug reactions, and venous congestion. Idiopathic causes fall under the umbrella of uveal effusion syndrome, a rare condition usually considered a diagnosis of exclusion. Hypotony is the main cause of fluid accumulation in the suprachoroidal space after glaucoma surgery, although inflammation and venous congestion may also be contributing factors. Choroidal effusion further exacerbates hypotony by reducing aqueous humor production and, possibly, by increasing uveoscleral outflow. In a normal eye, the suprachoroidal space is essentially nonexistent because of close apposition of the choroid to the sclera. In pathologic conditions that disrupt the normal ocular fluid dynamics and hydrostatic and oncotic pressure gradients, fluid accumulates in this potential space. There is evidence for an increased association of choroidal effusion with nanophthalmos and with sturge-weber syndrome. In patients with sturge-weber syndrome, the risk is even higher in the presence of choroidal hemangiomas. Patients with nanophthalmos or sturge-weber syndrome should be informed about their risk of choroidal effusions, and preventive measures should be taken during any intraocular surgery to minimize potential complications. Choroidal effusions may result from various etiologies but are most commonly encountered after glaucoma surgery, especially in the setting of hypotony, inflammation, or both. Meticulous surgical steps and preventive measures may help to reduce the risk of choroidal effusions. While most choroidal effusions resolve spontaneously, surgical drainage may be necessary in some cases to restore normal anatomy and visual function. No patient information was provided. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system contributed to the event. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the system was not maintaining the intraocular pressure (iop) despite showing 30mmhg. The patient developed a choroidal early in the case. The surgeon made sure the infusion was in the vitreous cavity, not kinked and not blocked by blood or vitreous. The iop setting was increased to 60mmhg to get through the case. There was no patient harm. The scrub tech setup/primed system with the surgeon settings.